Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced under infusion, 50ml over 4hrs took 8hrs. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.